Event description:
Customer report the incident to lumensis in 2005. Energy output too high. No error massages. Spoke with dr. Five patients injured, mostly second degree burns. Loaner unit expected today.